Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button switch dome was missing and the front response button switch dome was concaved. The cause of the non-functional response buttons is the missing switch dome and the concaved switch dome. The root cause of the missing switch dome and the concaved switch dome is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.